Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("painful intercourse"). The patient was treated with surgery (to remove the essure implant). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the pelvic pain and dyspareunia outcome was unknown. The reporter considered dyspareunia and pelvic pain to be related to essure (ess205). Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.